Event description:
The patient was implanted on (B)(6) 2024. Per the treating center the patient received a post op CT after implant. The post op CT did not show any issues. Around (B)(6) 2024 the patient showed symptoms of hemorrhage, near the depth electrode . The entire rns system (neurostimulator and two leads) was explanted and the patient is reported to be hospitalized and in critical care. Reported as a subdural stroke. The patient remains in the neuro ICU; he is opening his eyes intermittently and following commands on the right side. He has a g-tube, has had more seizures and has had his meds adjusted.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.